Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, "wear and/or deformation of articulating surfaces." This report is 2 of 2 mdrs filed for this event (reference 3002806535-2015-04163 & 2016-00219).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2014 due to an unknown reason.